Event description:
It was reported that on (B)(6) 2014, a 2.75x38mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2014, the patient experienced an in-stent thrombosis. It was noted that the post-procedure, anticoagulation therapy, was not sufficient. Thrombus aspiration and balloon dilatation were performed. That same day, the patient also experienced an st-elevated myocardial infarction (mi) and medication was given. Both the in-stent thrombosis and mi required prolonged hospitalization. There were no other interventions or treatments reported. The mi and in-stent thrombosis both resolved that same day without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.